Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that there was difference in sensor glucose and blood glucose. Blood glucose value at the time of event was 125 mg/dl. Sensor glucose value that triggered the suspend on low/suspend before low event was 40 mg/dl. Low limit in sensor settings was 90 mg/dl. Troubleshooting was performed and the customer reported that the insulin delivery was suspended due to sensor glucose and blood glucose difference. The customer also reported change sensor, sensor updating, and calibration not accepted alerts. No harm requiring medical intervention was reported. The sensor will not be returned for analysis.